Manufacturer narrative:
A review of the event was conducted by an intuitive surgical, inc. (Isi) medical safety officer and the following additional information was provided: "patient underwent ion procedure for biopsy of a lung lesion. During the procedure, patient developed arrhythmia, hemodynamic instability, st changes and cardiac arrest. Patient was successfully resuscitated. There was no evidence of coronary artery disease. Although there is a concern that the complication occurred during breath hold maneuver and pushing air through the vision probe adapter, there is no definitive confirmation of air embolism. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data the event was likely due to the procedure under general anesthesia and not associated with ion system, instruments, or accessories. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) including 5 arrhythmias (0.02%) and 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no arrhythmias nor deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no arrhythmias. Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of any associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% including a rate of 0.02% of any arrhythmia and 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. Air embolism is a rare but known complication of bronchoscopic and percutaneous lung biopsies. Air embolism has been reported to occur in 0.06 to 0.45% of cases with CT guided lung biopsies and is estimated to occur less frequently with bronchoscopy. There are only a handful of case reports describing air embolism associated with flexible bronchoscopy. In a survey of 103,978 bronchoscopies only 1 arterial air embolism was reported (0.00096%) with 71 cases (0.068%) of associated cardiovascular events. However, it is possible this is an underestimate as a fraction of the cardiovascular events associated with bronchoscopy may be due to arterial air embolism. The risk of air embolism with CT guided lung biopsy ranges from 0.02-4.8%. In one study of 559 cases 27 events (4.8%) of air embolism were detected with obligatory post biopsy imaging with only 1 patient (0.18%) being symptomatic. In another series of 204 cases 8 events of air embolism were detected with only 2 being symptomatic. Given the available data air embolism is unlikely with negative imaging in the setting of symptoms." Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Tomiyama n, yasuhara y, nakajima y, et al. CT-guided needle biopsy of lung lesions: a survey of severe complication based on 9783 biopsies in japan. European journal of radiology. 2006. Ishii h, hiraki t, gobara h, et al. Risk factors for systemic air embolism as a complication of percutaneous CT-guided lung biopsy: multicenter case-control study. Cardiovasc intervent radiol. 2014. He yp, liu yl, gao xl, wang lh. Cerebral arterial air embolism after endobronchial electrocautery: a case report and review of the literature. Bmc pulm med. 2021. Asano f, aoe m, ohsaki y, et al. Deaths and complications associated with respiratory endoscopy: a survey by the japan society for respiratory endoscopy in 2010: complications of respiratory endoscopy. Respirology. 2012. Monnin-bares, valérie, et al. Systemic air embolism depicted on systematic whole thoracic CT acquisition after percutaneous lung biopsy: incidence and risk factors. European journal of radiology. 2019. Maehara, yosuke, et al. "Frequency and risk factors for air embolism in computed tomography fluoroscopy¿guided biopsy of lung tumor with the use of noncoaxial automatic needle." Journal of computer assisted tomography. 2023. Richardson, c. M., et al. Percutaneous lung biopsies: a survey of UK practice based on 5444 biopsies. The british journal of radiology. 2002. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the patient experienced a cardiac arrest. The physician noticed that in the setting of performing a breath-hold and pushing air through the vision probe adapter, the patient experienced hemodynamic instability. The patient had st elevation in the inferior lead (right coronary artery (rca) distributions) under electrocardiogram (EKG) and brief cardiac arrest. Manifestations included hypotension and bradycardia. Prior to the procedure, the patient had a clean catheterization (no coronary disease). St changes resolved on its own. The physician thought that by flushing air into the vision probe adapter, this may have introduced air bubbles. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.